Event description:
Boston scientific received information that the right ventricular (rv) lead was exhibiting impedance measurements greater than 2000 ohms due to a fracture. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.